Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic left ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. The left ventricle was accessed via a retrograde aortic approach. Post-procedure, while performing an intracardiac echocardiogram, the patient became hypotensive and a tamponade was confirmed. Pericardiocentesis yielded 400 cc. Patient was reported to be in stable condition. There is no information about the hospitalization. It was noted that the procedure was lengthy and involved heavy mapping. Physician was uncertain as to when the injury and the subsequent tamponade occurred. Only mapping occurred in the right ventricle (rv). Mapping and ablation were performed in the left ventricle (lv). Two radiofrequency applications were made in the lv at 40 watts for a total of 36 seconds. There is no information regarding shaft proximity interference (spi) value or catheter proximity. Thermocool smarttouch bi-directional sf catheter was zeroed. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an idiopathic left ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. The left ventricle was accessed via a retrograde aortic approach. Post-procedure, while performing an intracardiac echocardiogram, the patient became hypotensive and a tamponade was confirmed. Pericardiocentesis yielded 400cc. Patient was reported to be in stable condition. There is no information about the hospitalization. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. Then, a deflection test was performed and the catheter passed; an irrigation test was performed and the catheter passed, no occlusion was observed. Finally, the catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on carto3 system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system; however the error 106 was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. Device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. In other hand, the root cause of internal damage at the sensor could not be determined. However, the biosensor failure is not related with cardiac tamponade. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Similar complaints are monitored on a monthly basis.